Event description:
It was reported that post-paced t-wave oversensing was noted during threshold testing. Programming changes were made and the issue was resolved. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.